Event description:
It was reported that this inflatable penile prosthesis (ipp) did not work properly. As a result of the inspection, it was confirmed that the right cylinder had a tear. The right cylinder and the pump were explanted and replaced. No patient complications reported.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) did not work properly. Two weeks later, the patient underwent surgery, as a result of the inspection, it was confirmed that the right cylinder had a tear. The right cylinder and pump were explanted and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. The microscope test revealed that the pump tubing was cut down to the pump block; the tubing was returned on one cylinder. No anomalies were found with the pump. The cylinder was microscopically inspected and leak tested. The cylinder had buckling folds in the proximal end and distal end of the cylinder. A hole and broken fabric threads at corner of a buckling fold was identified, therefore, the cylinder did not pass the leak and microscope test. Product analysis was able to confirm the reported device allegation. B3. Date of event: correction.